Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the revision date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of mesh and suture exposure. Imdrf patient code e1715 captures the reportable event of granulation tissue, imdrf impact code f1905 captures the reportable event of excision of excision of foreign body.

Event description:
It was reported to boston scientific corporation that a boston scientific y-mesh device was implanted during a total laparoscopic hysterectomy, bilateral salpingectomy, sacral colpopexy, extensive lysis of adhesions, and cystoscopy procedure performed on (B)(6) 2016, for the treatment of symptomatic stage iii uterovaginal prolapse. The patient underwent excision of foreign body and granulation tissue and closure of vaginal epithelium on (B)(6) 2021, due to granulation tissue, mesh and suture exposure. During the procedure, the vaginal was examined, and an area of granulation tissue measuring 3cm by 1cm was noted on the posterior vaginal wall. The granulation tissue was grasped with a kocher clamp and underlying suture, and a small portion of the mesh was noted. The foreign bodies were excised from the vagina together with the granulation tissue, and the surrounding tissue was undermined to create new edges for closure. The patient tolerated the procedure well, and the counts were correct. She was awoken safely in the or and transferred to recovery in stable condition.